Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed, and the helix had disengaged from the helical channel. It was also noted that the distal conductor had blood/body fluid (not obstructed) and a stylet was stuck in the lead at the distal coil.

Event description:
It was reported that the helix of a right ventricular lead would not extend after prior extension and retraction. The lead was removed and replaced. No patient complications have been reported as a result of this event.